Manufacturer narrative:
Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was 231 mg/dl. The customer was assisted with troubleshooting. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.